Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 322 which was reproduced during evaluation. A review of the event history log identified system error 322 alarms. The cause was determined to be a lower link switch not operating properly. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 which was not reproduced during evaluation. A review of the event history log identified system error 345 alarms. Evaluation performed all checks and determined the cause was the ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced system error 345 (thermistor disparity) and system error 322 (link switch error low) alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.